Manufacturer narrative:
See MDR 1920664-2007-00601 for delivery device used with this lens.

Event description:
The haptic of the lens caught in the delivery device while being inserted into the pt's eye. Another lens was used to complete the procedure.